Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (424 mg/dl). Contact stated that their sleeping habits are "not good," and some of the pump settings may need to be adjusted. During troubleshooting with tandem technical support, it was noted that the pump time was inaccurate. Contact adjusted the pump time to be correct. Customer stated they may have accidentally set the pump time incorrectly. Customer delivered a bolus and brought bg levels to 101 mg/dl.